Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3776-45 lot# v472148012 implanted: (B)(6) 2012 product type lead. Product ID 3776-45 lot# v472148013 product type lead. Conclusion code belongs to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead was implanted in the cervical spine. X-ray showed that two electrodes were broken off from the lead and were in the epidural space, and it had migrated. Impedance measurements were greater than 10,000ohms with electrodes 0, 1, 8, 9, and 11. No interventions were performed. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3776-45, lot# v472148012, implanted: (B)(6) 2012, product type: lead; product ID 3776-45, lot# v472148013, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the event involved two leads and that the cause was undetermined. There were no patient symptoms experienced and no interventions were taken to resolve the issue. The event remained unresolved as of (B)(6) 2018. The patient¿s indication for device use was unknown. There were no further complications reported or anticipated.